Event description:
Information was received that the ett tube had kinked easily and material was very hard. Customer stated that material of ett tube they have now is very hard compared to the ett tube with old packaging vs current packaging. The tube material is completely different. The old packaging's material is much softer and more flexible than the new. Incident occurred upon removal, at the end of therapy. No patient injury resulted.